Event description:
A wheel came off an one walker. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was missing when the walker was returned to etac. The wheel axles were according to spec. The wheel bearings were extremely worn, causing excessive friction between the bearing and the wheel axle and thus making the wheel tilt and putting abnormal pressure on the circlip. The tires were also extremely worn.